Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, inlet fuse box burnt was noted. In addition, chassis rust, slow connections due to output connector wear, and top cover paint peeling were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the visera pro xenon light source front panel is flashing. The event occurred during procedure and the same device was used to complete the operation. During a standard service inspection of the customer returned device, inlet fuse box burnt was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to long-term use. Olympus will continue to monitor field performance for this device.